Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The patient reports prior to implant, she was going to the bathroom 70 times a day. It was reported with the trial and until (B)(6), the patient was only going 6 times a day. During the patient's trial, she pulled one of the leads which was very painful. Additional information received from the patient reports a shocking sensation during the trial. Pain and uncomfortable stimulation noted. There was a falls reported that could be related to this issue. She had the trial in and the temporary lead she pulled it off a little bit and it shocked the day lights out of her. One of the leads got caught on the bathroom door handle when the patient slipped in the bathroom. It shocked her for three seconds, and she screamed. The reported issue was related to positional movements. Patient said when she turned to the left , she could feel bad shocking sensation. Doctor did check it but it was fine. Symptoms reported were cancer in (B)(6) and shocking. Event date was (B)(6) 2012. Caller said that the doctor tried to do the temporary leads in the doctor's office. The patient's tailbone sits so low she had to go to the or (operation room) to get the leads put in. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.